Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 97 mg/dl at the time of the incident. The customer was at 235 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as sweating and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer felt their pump over delivered while they slept. Troubleshooting was completed but the issue was not resolved. The insulin pump will not be returned for analysis.